Manufacturer narrative:
Concomitant medical products: 37603 ipg, implanted (B)(6) 2017, 3708660 neuro, implanted (B)(6) 2013, 3389s-40 lead, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) over-sensing and a p wave which has recently trended lower. The ra lead remains in use. No patient complications have been reported as a result of this event.